Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that possible oversensing was noted on the right atrial (ra) lead on stored electrograms (egm) and abnormal device function was suspected. The ra lead and the implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.